Manufacturer narrative:
Evaluation: IV pole.

Event description:
It was reported by service report that the left and right upright locking spindles were broken, the left top rail was broken with exposed sharp edges, and the IV pole was broken. Top rails not locking into place. No patient involvement or adverse consequences are reported.